Event description:
Philips received a complaint by the customer on the v60 indicating that the devices touchscreen malfunctioned during a nav-ring change order implementation. It was reported there was no patient involvement at the time the issue was discovered, as the device was being used for educational purposes. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.